Event description:
It was reported that during laparoscopic cholecystectomy procedure, the surgeon was using the first device and when firing the last clip, the device locked on the cystic duct. He pulled the device off manually and used a second device. After the initial firing the device locked down but was opened manually by forcing the jaws open. At this point in the procedure they had completed use of the device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. In addition, the device locked out as intended but the orange indicator was visible at 14th firing sequence, thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4), expiration date: 08/2015, manufacturing date: 09/2010.